Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as itchy/dark/bumpy skin. The patient consulted a physician who advised to take benadryl. Follow-up indicated that the irritation was still present. The current medical condition of the irritation is not known as multiple additional follow-up attempts were not successful.